Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the keyboard of the navigation system had multiple keys that did not respond to input from the user. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further details were provided about the troubleshooting: for troubleshooting, the manufacturing representative opened a linux window and typed all the keys from the keyboard and checked if any one of them was not working. This was repeated multiple times and every key he pressed down gave a letter as an output.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Trouble shooting on the keyboard was completed and there was no malfunction found. The keyboard worked as intended.